Event description:
Facility reported that in the past three months they have noted some problems with pts developing arteritis at the entry site after radial artery sheath placement. On average, inflammation is occurring 4 days post procedure. At this time, infection control has been unable to isolate any organism.